Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer seeking medical attention (urgent care) due to meter result. Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 342 and 320 mg/dl and from meter to meter comparison results of 340 mg/dl using true metrix go meter and 150 mg/dl using another device. Customer stated the night before she had obtained the blood glucose test result of 340 mg/dl fasting and had gone to urgent care. Customer's blood glucose test result at urgent care had been 150 mg/dl fasting. Customer stated the tests were performed 20 minutes apart. Customer did not receive any medical treatment. The customer's expected blood glucose test result range was not disclosed. The product is stored according to specification; customer had just purchased the product the day prior to call. The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date is (B)(6) 2022. The customer declined to further troubleshoot. The meter memory was reviewed for previous test result history (only two test results provided): result 1: 342 mg/dl date: n/a time: n/a fasting/non-fasting undisclosed, result 2: 320 mg/dl date: n/a time: n/a fasting/non-fasting undisclosed.

Manufacturer narrative:
Sections with additional information as of 01-jun-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.